Event description:
It was reported while using bd alaris pump module infusion set would not prime lipids past the filter due to flow issues. There was no report of patient impact. The following information was provided by the initial reporter: ¿unable to prime past filter¿ reported as happening again, can you please provide additional details in regards to the issue? Rns are noting when trying to prime the tubing with lipids the lipids will not prime past the filter. Failures were able to be primed past the tubing but noted to have occluded tubing, unable to complete infusion and tubing had to be changed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22056288. D4: medical device expiration date: 28-may-2025. H4: device manufacture date:27-may-2022. D10: device available for eval yes. D10: returned to manufacturer on: 19-jan-2023. Investigation summary: a complaint of fluid blockage at the filter was received from the customer. Five samples were returned for investigation. Through visual inspection, no defects or damages were observed. The sets were then primed and infused at a rate of 250 ml/hr. No issues or alarms were observed during infusion. The failure could not be replicated. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module infusion set would not prime lipids past the filter due to flow issues. There was no report of patient impact. The following information was provided by the initial reporter: ¿unable to prime past filter¿ reported as happening again, can you please provide additional details in regards to the issue? Rns are noting when trying to prime the tubing with lipids the lipids will not prime past the filter. Failures were able to be primed past the tubing but noted to have occluded tubing, unable to complete infusion and tubing had to be changed.